Event description:
Distributor reported for the user facility that before implantation, physician attempted flushing water through the valve, but water did not flow smoothly. There was no pt injury reported.